Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. The patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. There were no reported issues noted with the catheter. According to the complainant, on (B)(6) 2015, the patient experienced atelectasis, developed a fever ¿thought to be obstructive pneumonia.¿ the patient had a planned hospitalization for three days and was treated with antibiotics. The patient was released as scheduled; there was no prolonged hospitalization due to this event. Two weeks later, the patient¿s fev1 was reported as ¿560ml: improved¿ and the patient is doing well.

Manufacturer narrative:
Di: (B)(4). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.